Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. \ device not returned.

Event description:
It was reported that the customer was taken to the emergency room (ER) and was then subsequently hospitalized due to diabetic ketoacidosis (dka) for an unknown cause on (B)(6) 2016. Reportedly, the customer arrived at the ER with a blood glucose (bg) level in the 260's (mg/dl) with dka. At the ER, the customer was treated with intravenous (IV) drip, an "anxiety drug" to calm down the stomach, painkillers, and the tandem insulin pump. When the customer went to the hospital, the customer's bg level rose to 284 mg/dl with dka. At the hospital, the customer was treated with insulin drip, IV fluids, "blood clot stuff, and the customer was still using the tandem insulin pump. The customer bg level went down to the 150-200's (mg/dl) range. Reportedly, the customer's health care provider (hcp) believes that the customer may have diabetic gastroparesis that led to the dka. The customer was released from the hospital on (B)(6) 2016 with the issue resolved.